Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead failed to capture and the stylet could not be advanced into the lead completely. The ra lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, and stylet could not advance. Final analysis found that as received, a complete lead was returned in one piece for analysis. The reported event of stylet could not advance was confirmed. A stylet insertion test found obstruction or restriction at the middle region of the lead. Visual and x-ray inspection did not find any anomalies at the stylet obstruction region. Additional analysis was performed and the inner coil at the stylet obstruction region of the lead found excessive dried blood inside the inner coil. The cause of stylet could not advance was isolated with excessive dried blood inside the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead did not find any anomalies except for procedural damage.